Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported patient with a retained sb2 capsule. The patient had undergone a small bowel endoscopy in 2004 and was diagnosed with crohn's disease. The capsule was retained and never reached the cecum. According to a CT scan taken in (B)(6) 2016, the capsule was still found to be inside the body located in the ileal loop. The patient is clinically asymptomatic.